Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-01257 and 1225714-2014-01258.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6), 2011 after the use of the product.